Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock while shoveling snow and went to their clinic. An interrogation showed an electrical reset was observed at the time of the high voltage therapy. It was noted that the device was near recommended replacement time (rrt). The device was cleared and remains in use. No further patient complications have been reported as a result of this event.